Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient implanted with an abbott device passed away. The cause of death and any relation to the abbott device remains unknown at this time. Further information was requested but is not yet available.